Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access set had a faulty check valve. This occurred during infusion. The customer stated that during a secondary infusion of meropenem, the infusion ran for 15 minutes when it was expected to run for 30 minutes and the drug flowed into the primary bag. There was no patient injury or medical intervention associated with this event. No additional information is available.